Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the site stated the gantry would not close via the pendant. Pendant stated gantry was open, which was it but pendant buttons would not close gantry. In troubleshooting other pendant buttons for movement were functioning. This had occurred intra operatively. There was no reported delay and no reported impact to patient outcome. Additional information received stating that patient was on table, imaging was unable to be used as gantry would not close.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system. Alignment was slightly off. Realignment of rotor resolved the issue. Unit is functioning correctly. They ordered a rotor motor assembly. And will schedule and replace. They replaced rotor drive, belt was beginning to chafe on drive pulley. Installed and re-enforced the door slide. Replaced and adjusted door sidewall switch. Codes: b01, c07, d02 are applicable for the system checkout the test tractor drive assembly with motion cart was returned for analysis. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection shows chaffing/ wear on the inside of the drive belt. Codes b01, c02, d02 are applicable for the tractor drive analysis annex g codes: g02004 is for the door cable,g04028 is for the rotor tractor. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192. Product ID: bi71000166. Product ID: bi71000192, serial/lot #: (B)(6). Rev. K. Product ID: bi71000166. Product ID: bi71000273. Product ID: bi71000166. Product ID: bi71000166. Product ID: bi71000166. Product ID: bi71000166. Product ID: bi71000166. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.